Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked and couldn't push/pull medicine through. This occurred with 4 needles. The following information was provided by the initial reporter: "I have had nurses tell me that they have had a few needles that they cannot push/pull meds through."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-mar-2022. H.6. Investigation: it was reported that it is impossible to push the medication through the needle. To aid in the investigation, seventy six samples received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with a saline solution. Of the seventy six samples, three did not expel the solution; these needles are clogged. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214008, 1214992, 1214997 and 1278946 which were provided in the final manufacturing of lot 1341422. There was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. H3 other text : see h.10.

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked and couldn't push/pull medicine through. This occurred with 4 needles. The following information was provided by the initial reporter: "I have had nurses tell me that they have had a few needles that they cannot push/pull meds through."